Event description:
Caller reported that the pump battery was depleting too quickly, leading to a pump shutdown. Customer's blood glucose level displayed "high" at the time of the event; therefore, a correction injection via mdi was administered. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.